Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they believe that the insulin pump was under delivering insulin. The customer's blood glucose was 295 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was monitored for 48 hours with a 2.0 basal rate and was programed with multiple bolus units. All selected basal and bolus matched properly with the daily total. No basal, bolus or history anomaly was noted during testing. The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with a cracked reservoir tube lip and cracked battery tube threads. The pump passed the delivery accuracy test.